Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with under-sensing and t-wave oversensing. No changes were reported. There were no patient consequences.